Event description:
The patient was hospitalized with diagnosis of right coxartrosis and undergo a surgical procedure on (B)(6) 2008 of total prosthesis of hip. With positioning of prosthesis delta revision of lima lto spa with stem s-rom of depuy. On (B)(6) 2008, the patient had to undergo a revision of the prosthesis but it did not solve the issue. The stem previously implanted was replaced with another depuy stem with femoral cup manufactured by depuy. Currently, the patient could not ambulate without supports. The case is legal related.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. It is reported the srom stem and sleeve were implanted in conjunction with a competitor's acetabular system. This use of the depuy devices is considered off label and is not recommended. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additional information including patient x-rays were requested, but not provided. The investigation can draw no conclusions regarding the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.